Manufacturer narrative:
Date of event is approximate. Date of explant is approximate.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted. A second procedure was later performed during which a new aus was implanted. No patient complications were reported. The explanted components were discarded following the procedure and will not be returned. A supplemental report will be submitted should additional information be received.